Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was seeing a screen displaying a connection message in the patient application. Patient reported difficulty connecting to communicator and then connecting to ins. Patient said that they were receiving the message device is not found. Patient said that they have to try multiple attempts, 3-5 times before it will connect. Patient said they have even turned handset off and started over again. Moreover, they said that they pressed retry button several times and during the call it did connect. Earlier in call, patient confirmed communicator was on and was getting the appropriate lights and that they have it placed over implant. Further information was reported by patient. They reported their therapy wasn't working and that there was no therapeutic benefit since implant, so healthcare professional (hcp) switched to program 2 at their follow-up appointment on (B)(6) 2019. Patient also mentioned that since they were switched to program 2 whenever patient increases the setting, patient reports burning pain at ins site which lasts for about 3-4 hours. It was reviewed patient could consider switching to a different program but patient responded that t hey were told to stay on this program until next appointment on (B)(6) 2019. Patient redirected back to follow up with hcp regarding burning pain whenever setting is increased. Then on (B)(6) 2019, patient again reported they were experiencing pain at the ins site and wanted it taken out. Patient states they can't seem to change the stimulation and when they got the equipment it was dead which patient was not happy about. Patient reported that every time they switched it with the other handheld device, they felt pain for 3-4 hours, and that this has gradually got worse since getting the device. They stated that they didn't get instructions on how to connect with this and is very unhappy. Patient stated they just wanted the stim off. During call, assistance was given to patient on how to connect with ins. Patient reported seeing tutorial and it saying "it's off". It was undetermined if patient completed the tutorial or if they were still in the middle of it. Patient was frustrated and ended up terminating call. No further complications were reported or anticipated. [Omitted information about handheld working slowly].